Event description:
The liner had excessive toggle within the 58mm cup shell. The surgeon implanted a 61mm precision cup. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Examination results confirmed the complaint and concluded that this event is device related. Corrective action has been taken.